Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 9735798, product ID: 9735843, h3 - a manufacturer representative went to the site to service the system. Testing found no fault with the system. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that upon boot up, this system was giving no localizer connected. There was no patient involvement. Confirmed the green and amber lights were illuminated on the camera. In nditoolbox, there was no established connection to the camera. Attempted to establish connection via "file --> connect to --> polaris vega", there was no option displayed for "polaris vega". Case specialist could not detect any damage to the ethernet cord at the back of the camera, but was unable to remove any system components as he is not a cc. Swapped interconnect cables, did not resolve. Took main cart for second system and connected to bad camera cart, did not resolve. Additional troubleshooting made sure the green light on the poe injector was illuminated and green; it was. They removed the camera arm from its holder to expose the ethernet bulkhead inside. One of the ethernet cables was loose; they plugged it in tightly and the error resolved.